Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. . Upon investigation of the actual incident, it was determined that drawer 5.1 had a failed cubie pocket that did not detect as open, the screen intermittently went black when idle due to power management, and the biometric identifier (bio-ID) system failed. A field service engineer (fse) adjusted power settings and reseated the retractor and row board connections, tested and customer confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es intermittently displayed a black screen, one drawer failed to fully open, and the biometric identifier (bio-ID) matrix required maintenance. The customer rebooted the station; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.